Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to loose protruded drive support disk. Unable to perform prime test, excessive no delivery test, occlusion test or verify a33 alarms due to motor error alarms. The motor was tested outside the device and passed. The insulin pump had operating currents within specifications and passed displacement test, self test and a21 error test. The insulin pump was received with cracked case at the display window corners, cracked display window, cracked reservoir tube lip, cracked belt clip slot, cracked battery tube threads and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call compromised force sensor system alarm and driver anomaly on the insulin pump. Customer advised the piston was stuck during the prime fill process. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.